Event description:
The following information is being reported as a result of subsequent literature review of the article: published in the journal "world journal of surgery" 2010 entitled "standardization of intraoperative neuromonitoring of recurrent laryngeal nerve in thyroid operation," by feng-yu chiang, ka-wo- lee, hui-chun chen, hsiu-ya chen, I-cheng lu, wen-rei kuo, ming-chia hsieh, che-wei wu and accepted for publication on 18 december 2009, copyright societe internationale de chirurgie 2009. Literature review of page 224-226: rln palsy in this study was defined as impaired or fixed cord movement noted by postoperative laryngofibroscopy. One nerve injury in this article was due to inadvertent transection, which led to permanent rln palsy. There was also a reported impairment due to connective tissue constriction. This article is in reference to the number of right laryngeal nerve impairments while using intraoperative neuromonitoring. It was noted that the rate of surgical palsy was significantly reduced after learning surgical "pitfalls" and the improvement of surgical techniques.

Manufacturer narrative:
(B)(4). This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA. It is indicated that this product issue has resulted in an adverse event and, therefore, is likely to cause or contribute serious injury if this event were to recur. Device description this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color-coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.